Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact the customer experienced fluctuating low blood glucose (bg) levels of 52-257 mg/dl for 2 days. The customer treated the low bg's by drinking juice. The elevated bg was treated with an insulin bolus via the pump. The contact stated they believed the basal setting was too high. Contact spoke with their health care professional (hcp) on (B)(6) 2016. The hcp had the contact change the customer's basal settings and correction factor.